Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient underwent a vp shunt procedure for post-subarachnoidal hemorrhage hydrocephalus. The report stated that the pressure setting of the valve was changed from 2.0 to 0.5 due to poor flow of csf after the procedure. According to the report, contrast study of the shunt showed no anomalies. Reportedly, the valve was explanted and replaced with a hakim valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.